Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus medical systems (B)(4). Olympus medical systems (B)(4) checked the subject device and found that the image signal was not coming from the hd/sd-sdi out terminal by the failure of the printed-circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that the image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The printed-circuit board of the subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the printed-circuit board with the equipment and found that the reported phenomenon was duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc surmised that the reported phenomenon was attributed to the failure of the sdi driver ic due to the excessive static electricity or the external force being applied to the hd/sd-sdi out terminal.